Event description:
C-qur mesh explanted after 1 year. Doctor claims it has shrunk in size.

Manufacturer narrative:
On (B)(4) 2010 atrium received a photograph of the explant via e-mail, but the explant was not returned to atrium for gross or histologic examination. Upon examination of the explant photograph, it is apparent that the mesh is folded and bunched up. There appears to be some tissue ingrowth in and around the folds in the mesh. The complaint of "extreme shrinkage of the mesh" is most likely related to the folding of the mesh. The mesh folding could be the result of inadequate tension placed on the mesh during implantation or a failure of the fixation used to hold the mesh taught against the abdominal wall. The observation noted by the surgeon that the stay-sutures had been torn out suggests a failure in the fixation of the mesh to the abdominal wall. It is impossible to tell from the photograph where the sutures were located or how the suture fixation failed. Complicating this fixation was the simultaneous implantation of a piece of proceed mesh. Overlapping and implanting two different meshes with visceral sides designed to reduce tissue ingrowth certainly played a role in this recurrence. Adequate tissue ingrowth into the posteriorly placed mesh would be very difficult if not impossible to obtain requiring substantial permanent fixation. The lot history of the mesh was reviewed and the product was found to have met all specifications. Proper fixation is critical in the repair of large ventral hernias in obese pts and our examination of the case history and explant indicate the potential for less than adequate fixation leading to failure of the repair.